Event description:
Coronary stent procedure, the physician was attempting to direct stent an ostial vein graft lesion and was unable to cross the lesion. Upon removal of the delivery/stent device, one of the stent struts appears to be lifted. No patient injuries or complications were reported.